Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas and noted that on (B)(6) 2013 she experienced low blood glucose (bg) down to 37mg/dl. The patient stated that she had run out of rapid-acting insulin and was off the pump for the weekend. The patient reportedly took long-acting insulin via syringe while off the pump, and resumed the pump the morning of (B)(6) 2013 after getting a refill of rapid-acting insulin. The patient¿s bg within two hours of resuming the pump was reportedly 46mg/dl, and the patient¿s bg remained between 37mg/dl and 65mg/dl until 5pm on (B)(6) 2013. The patient reported symptoms of chills, sweating, having numb lips, and decreased concentration. The patient reportedly disconnected from the pump and ate all afternoon to treat the low bg. The patient confirmed that she does not prime while attached and primes until she sees drops coming out of the tubing. Customer technical support (cts) reviewed the pump with the patient and found the advanced features and the time and date were set correctly. All boluses were found to be delivered as programmed. There were no issues found with fill technique or with priming. Troubleshooting found that the patient may be skipping the load step, resulting in larger prime volumes, but cts was unable to verify this with the patient. The patient noted that she has a chronic bacterial infection after having intestinal bypass surgery and takes zylafam and ciprofloxacin. The patient stated due to the infection, she does not digest food properly. Troubleshooting indicated that the low bgs may be linked to boluses being delivered for food consumed with delayed digestion of the food. The patient stated she is working with her bg manager on settings adjustments. The patient also noted that she had low bg incidents prior to being on insulin pump therapy. There were no pump defects found during troubleshooting. This complaint is being reported because the patient allegedly experienced hypoglycemia while on insulin pump therapy.